Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient experienced discomfort at the lead and ipg site. The patient underwent an explant procedure. The physician suspected device malfunction.

Manufacturer narrative:
Device evaluation indicated that the root cause of the burning pain at the pocket site could not be determined. The ipg charging temperature recorded in the patient's profile were within the limit. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The lead was cut and only the proximal ends were returned. Damage to the device is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that the patient experienced discomfort at the lead and ipg site. The patient underwent an explant procedure. The physician suspected device malfunction.